Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product. Insurance advise customer to declined replacement. Insurance will provide the customer with a different bgm. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 142, 140 and 129 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 99 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 232 mg/dl and 249 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (time not set): (B)(6). Customer states that results are higher than normal and that this will be her 5th meter that is being replaced. This is the customers 2nd replacement through trividia. Time not currently set up correctly in the meter per customer.